Manufacturer narrative:
Continuation of medical devices: 6947m62 lead implanted: (B)(6) 2017. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, a device check showed significant changes in impedance, threshold, and p-wave measurement on the atrial lead. Possible atrial lead dislodgement was also noted. The lead was programmed off pending x-ray to confirm dislodgement. No patient complications have been reported as a result of this event.